Event description:
It was reported that the velcro on the tube holder comes off, and the rubber part stretches. This causes the tracheotomy tube to come out. Among 37 tracheostomy patients, 20 used ventilators. Tube holders were changed weekly, with gauze placed between the tube and neck. Many patients had heavy secretions. In one case, the tracheostomy tube came out due to the rubber part stretching, and in another, the tube holder became wet, causing the velcro to come off. This occurred during patient use, during infusion. There was no patient harm/adverse event reported. This report is to document the holder becoming wet causing the velcro to come off during patient use. Another report (3012307300-2025-03866-00) was submitted to document the rubber stretching.

Manufacturer narrative:
B3: event day unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report is to document the holder becoming wet causing the velcro to come off during patient use. Another report (3012307300-2025-03866-00) was submitted to document the rubber stretching.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of the velcro on the tube holder comes off, and the rubber part stretches¿ was confirmed during visual inspection. The cause was unknown, and the returned product was sent to the supplier for evaluation. A device history record (DHR) review could not be performed as the lot number was unknown. Additionally, the item is a purchased finished good, manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.